Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte ¿ IV catheter had missing wings. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: five photos were returned for investigation. Missing wing was observed in the returned photos. One actual sample in opened packaging was returned for investigation. The actual sample was subjected to visual inspection. A missing wing was observed on the catheter adapter of the returned sample. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the broken wing of the catheter adapter could have been due to the improper alignment or orientation of the needle cover or the catheter adapter when loading in the assembly process. The wing of the catheter adapter could have hit the needle cover before being assembled into the needle cover. There is an alignment tool to check the machine alignment during machine set-up. A re-training will be conducted to all manufacturing personnel on the proper set-up procedures. A communication will be conducted to all quality personnel to raise awareness on the nonconformance. The trend of the nonconformance will be continued to be monitored.

Event description:
It was reported that a bd insyte ¿ IV catheter had missing wings. There was no report of exposure, serious injury or medical intervention.